Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 26-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed on or about (B)(6) 2012 for permanent birth control. Shortly before her essure procedure, plaintiff consulted with her healthcare provider to discuss permanent forms of birth control. Physician recommended the essure device/procedure as an alternative to tubal ligation, stating that essure was an easier procedure, was less invasive, involved a much shorter recovery time than tubal ligation, and was very effective at preventing pregnancy or words to that effect. Plaintiff relied on the benefits and risks as relayed by her healthcare provider in reaching her decision to have the essure procedure over tubal ligation. On or about (B)(6) 2012, she underwent the essure procedure. On or about (B)(6) 2012, plaintiff began suffering from severe menstrual pain, abnormal heavy bleeding, prolonged menses, severe lower abdominal pain and cramping, severe back pain, pain during intercourse, hair loss, rashes and itching, vaginal discharge and infections, fatigue, headaches, weight fluctuations, hot flashes, insomnia, vision changes, joint pain, ringing in her ears, breast tenderness, nausea, difficulty sleeping, and bloating. While seeking medical attention for these complications, and attempting to ascertain their cause, none of her doctors connected these symptoms to the essure device at the time of her treatment. On or about (B)(6) 2014, plaintiff learned information from other women online who had similar symptoms to her after being implanted with the essure. After learning that the essure coils were causing similar symptoms in other women, she visited her healthcare provider to explore her options to have the coils removed. She plans to have her essure device removed as a definitive solution to the pain and suffering. In addition, it was informed that the physical pain and emotional anguish that plaintiff suffered as a result of the coils is a direct and proximate result of the failure to disseminate accurate information regarding the safety profile of the product. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented abnormal heavy bleeding, serious event due to medical importance and listed in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the event began 2 months after insertion. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. This case was regarded as incident, since intervention will be required other non-serious events were reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding") in a 41-year-old female patient who had essure (batch no. 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included neck pain and depression. Concomitant products included cyclobenzaprine, estradiol since (B)(6) 2013, herbal preparation since (B)(6) 2013, lorazepam, norethisterone (ortho micronor-28) from (B)(6) 2012, progesterone since (B)(6) 2013 and salbutamol (albuterol) since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of vaginal infection ("vaginal infections") with vaginal discharge, dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain and cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), rash ("rashes"), pruritus ("itching"), fatigue ("fatigue"), migraine ("headaches , migraines / headaches"), weight fluctuation ("weight fluctuations"), hot flush ("hot flashes"), insomnia ("insomnia / difficulty sleeping"), visual impairment ("vision changes"), arthralgia ("joint pain"), tinnitus ("ringing in her ears"), breast tenderness ("breast tenderness"), nausea ("nausea") and abdominal distension ("bloating"). In (B)(6) 2012, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced the second episode of vaginal infection ("vaginal infection"), depression ("depression"), rash pruritic ("itchy rash"), tremor ("tremors"), dacryostenosis acquired ("nasolacrimal duct obstruction"), dry eye ("dry eye"), loss of libido ("loss of libido"), hypoglycaemia ("hypoglycemia"), dyspnoea ("shortness of breath"), bursitis ("trochanteric bursitis"), diarrhoea ("diarrhea"), constipation ("constipation"), headache ("headache"), breast pain ("breast pain"), abdominal pain ("abdominal pain"), pelvic pain ("pain"), fear ("afraid"), allergy to metals ("side effect of nickel allergy"), frustration tolerance decreased ("frustration"), helplessness ("helpless") and feeling abnormal ("feeling lost"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, menorrhagia, abdominal pain lower, dyspareunia, alopecia, pruritus, weight fluctuation, insomnia, visual impairment, arthralgia, tinnitus, nausea, rash pruritic, dacryostenosis acquired, hypoglycaemia, bursitis, headache, breast pain, pelvic pain, fear, allergy to metals, frustration tolerance decreased, helplessness and feeling abnormal outcome was unknown, the dysmenorrhoea, vaginal haemorrhage, the last episode of vaginal infection, dry eye and abdominal pain had resolved and the back pain, rash, fatigue, migraine, hot flush, breast tenderness, abdominal distension, depression, tremor, loss of libido, dyspnoea, diarrhoea and constipation was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, breast pain, breast tenderness, bursitis, constipation, dacryostenosis acquired, depression, diarrhoea, dry eye, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, fear, feeling abnormal, frustration tolerance decreased, genital haemorrhage, headache, helplessness, hot flush, hypoglycaemia, insomnia, loss of libido, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, rash pruritic, tinnitus, tremor, vaginal haemorrhage, visual impairment, weight fluctuation, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: essure devise deployed into left fallopian tube with 3 rings showing. Essure device placed into right fallopian tube with 3 rings showing . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: occlusion of the fallopian tubes bilaterally. (B)(6) 2012 - insertion details - tube with 3 rings showing. Essure device placed into right fallopian tube with 3 rings showing . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-dec-2018: social media received. New events added : allergy to metal, fear, frustations, helplessness and feeling lost. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding") in a 41-year-old female patient who had essure (batch no: 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included neck pain and depression. Concomitant products included cyclobenzaprine, estradiol since may 2013, herbal preparation since on (B)(6) 2013, lorazepam, norethisterone (ortho micronor-28) from on (B)(6) 2012, progesterone since may 2013 and salbutamol (albuterol) since on (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In april 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of vaginal infection ("vaginal infections") with vaginal discharge, dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain and cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), rash ("rashes"), pruritus ("itching"), fatigue ("fatigue"), migraine ("headaches , migraines / headaches"), weight fluctuation ("weight fluctuations"), hot flush ("hot flashes"), insomnia ("insomnia / difficulty sleeping"), visual impairment ("vision changes"), arthralgia ("joint pain"), tinnitus ("ringing in her ears"), breast tenderness ("breast tenderness"), nausea ("nausea") and abdominal distension ("bloating"). In may 2012, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced the second episode of vaginal infection ("vaginal infection"), depression ("depression"), rash pruritic ("itchy rash"), tremor ("tremors"), dacryostenosis acquired ("nasolacrimal duct obstruction"), dry eye ("dry eye"), loss of libido ("loss of libido"), hypoglycaemia ("hypoglycemia"), dyspnoea ("shortness of breath"), bursitis ("trochanteric bursitis"), diarrhoea ("diarrhea"), constipation ("constipation"), headache ("headache"), breast pain ("breast pain"), abdominal pain ("abdominal pain") and pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, menorrhagia, abdominal pain lower, dyspareunia, alopecia, pruritus, weight fluctuation, insomnia, visual impairment, arthralgia, tinnitus, nausea, rash pruritic, dacryostenosis acquired, hypoglycaemia, bursitis, headache, breast pain and pelvic pain outcome was unknown, the dysmenorrhoea, vaginal haemorrhage, the last episode of vaginal infection, dry eye and abdominal pain had resolved and the back pain, rash, fatigue, migraine, hot flush, breast tenderness, abdominal distension, depression, tremor, loss of libido, dyspnoea, diarrhoea and constipation was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, breast pain, breast tenderness, bursitis, constipation, dacryostenosis acquired, depression, diarrhoea, dry eye, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, genital haemorrhage, headache, hot flush, hypoglycaemia, insomnia, loss of libido, menorrhagia, migraine, nausea, pruritus, rash, rash pruritic, tinnitus, tremor, vaginal haemorrhage, visual impairment, weight fluctuation, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure devise deployed into left fallopian tube with 3 rings showing. Essure device placed into right fallopian tube with 3 rings showing diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: occlusion of the fallopian tubes bilaterally on (B)(6) 2012: insertion details - tube with 3 rings showing. Essure device placed into right fallopian tube with 3 rings showing most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: abdominal pain and pelvic pain was added and previously reported events dyspnoea, vaginal haemorrhage, dysmenorrhoea, dry eye, vaginal infection, fatigue, nausea, hot flush, loss of libido, diarrhea, constipation, depression, back pain, breast tenderness, abdominal distension outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding") in a 41-year-old female patient who had essure (batch no. 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included neck pain and depression. Concomitant products included cyclobenzaprine, estradiol since may 2013, lorazepam, norethisterone (ortho micronor-28) from 13-jan-2012 to 27-jul-2012, primerose oil since 19-dec-2013, progesterone since may 2013 and salbutamol (albuterol) since 14-mar-2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of vaginal infection ("vaginal infections") with vaginal discharge, dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain and cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), rash ("rashes"), pruritus ("itching"), fatigue ("fatigue"), migraine ("headaches , migraines / headaches"), weight fluctuation ("weight fluctuations"), hot flush ("hot flashes"), insomnia ("insomnia / difficulty sleeping"), visual impairment ("vision changes"), arthralgia ("joint pain"), tinnitus ("ringing in her ears"), breast tenderness ("breast tenderness"), nausea ("nausea") and abdominal distension ("bloating"). In (B)(6) 2012, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced the second episode of vaginal infection ("vaginal infection"), depression ("depression"), rash pruritic ("itchy rash"), tremor ("tremors"), dacryostenosis acquired ("nasolacrimal duct obstruction"), dry eye ("dry eye"), loss of libido ("loss of libido"), hypoglycaemia ("hypoglycemia"), dyspnoea ("shortness of breath"), bursitis ("trochanteric bursitis"), diarrhoea ("diarrhea"), constipation ("constipation"), headache ("headache") and breast pain ("breast pain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, alopecia, rash, pruritus, fatigue, migraine, weight fluctuation, hot flush, insomnia, visual impairment, arthralgia, tinnitus, breast tenderness, nausea, abdominal distension, vaginal haemorrhage, the last episode of vaginal infection, depression, rash pruritic, tremor, dacryostenosis acquired, dry eye, loss of libido, hypoglycaemia, dyspnoea, bursitis, diarrhoea, constipation, headache and breast pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, breast pain, breast tenderness, bursitis, constipation, dacryostenosis acquired, depression, diarrhoea, dry eye, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, genital haemorrhage, headache, hot flush, hypoglycaemia, insomnia, loss of libido, menorrhagia, migraine, nausea, pruritus, rash, rash pruritic, tinnitus, tremor, vaginal haemorrhage, visual impairment, weight fluctuation, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: essure devise deployed into left fallopian tube with 3 rings showing. Essure device placed into right fallopian tube with 3 rings showing diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: occlusion of the fallopian tubes bilaterally (B)(6) 2012 - insertion details - tube with 3 rings showing. Essure device placed into right fallopian tube with 3 rings showing most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs: abnormal bleeding (vaginal, menorrhagia), vaginal infection, depression, rashes or skin conditions type: itchy rash, migraines / headaches, nausea, tremors, nasolacrimal duct obstruction, dry eye, fatigue, weight gain / loss, hypoglycemia, shortness of breath, trochanteric bursitis, diarrhea, constipation, breast pain. Lot number and lab data added. Patient demographics, medical history, concurrent conditions, concomitant medications were added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding") in a 41-year-old female patient who had essure (batch no. 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included neck pain and depression. Concomitant products included cyclobenzaprine, estradiol since (B)(6) 2013, herbal preparation since (B)(6) 2013, lorazepam, norethisterone (ortho micronor-28) from (B)(6) 2012 to (B)(6) 2012, progesterone since (B)(6) 2013 and salbutamol (albuterol) since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of vaginal infection ("vaginal infections") with vaginal discharge, dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain and cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), rash ("rashes"), pruritus ("itching"), fatigue ("fatigue"), migraine ("headaches , migraines / headaches"), weight fluctuation ("weight fluctuations"), hot flush ("hot flashes"), insomnia ("insomnia / difficulty sleeping"), visual impairment ("vision changes"), arthralgia ("joint pain"), tinnitus ("ringing in her ears"), breast tenderness ("breast tenderness"), nausea ("nausea") and abdominal distension ("bloating"). In (B)(6) 2012, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced the second episode of vaginal infection ("vaginal infection"), depression ("depression"), rash pruritic ("itchy rash"), tremor ("tremors"), dacryostenosis acquired ("nasolacrimal duct obstruction"), dry eye ("dry eye"), loss of libido ("loss of libido"), hypoglycaemia ("hypoglycemia"), dyspnoea ("shortness of breath"), bursitis ("trochanteric bursitis"), diarrhoea ("diarrhea"), constipation ("constipation"), headache ("headache"), breast pain ("breast pain"), abdominal pain ("abdominal pain") and pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, menorrhagia, abdominal pain lower, dyspareunia, alopecia, pruritus, weight fluctuation, insomnia, visual impairment, arthralgia, tinnitus, nausea, rash pruritic, dacryostenosis acquired, hypoglycaemia, bursitis, headache, breast pain and pelvic pain outcome was unknown, the dysmenorrhoea, vaginal haemorrhage, the last episode of vaginal infection, dry eye and abdominal pain had resolved and the back pain, rash, fatigue, migraine, hot flush, breast tenderness, abdominal distension, depression, tremor, loss of libido, dyspnoea, diarrhoea and constipation was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, breast pain, breast tenderness, bursitis, constipation, dacryostenosis acquired, depression, diarrhoea, dry eye, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, genital haemorrhage, headache, hot flush, hypoglycaemia, insomnia, loss of libido, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, rash pruritic, tinnitus, tremor, vaginal haemorrhage, visual impairment, weight fluctuation, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure devise deployed into left fallopian tube with 3 rings showing. Essure device placed into right fallopian tube with 3 rings showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: occlusion of the fallopian tubes bilaterally (B)(6) 2012 - insertion details - tube with 3 rings showing. Essure device placed into right fallopian tube with 3 rings showing. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information received on 06-sep-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no medra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented abnormal heavy bleeding, serious event due to medical importance and listed in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the event began 2 months after insertion. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. This case was regarded as incident, since intervention will be required other non-serious events were reported. Based on the product technical complaint analysis, there is no relationship between the reported event and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.